Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 113 mg/dl. The customer states that the insulin pump was bumped twice on the wall and door frame. It is also stated that the customer is received a weak battery alert. The insulin pump's history showed low reservoir and low battery alarms. The customer will continue to monitor the insulin pump. Nothing further reported.